Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user newly starting on the ilet insulin pump experienced a blood glucose decrease to the 60s for about 45 minutes after announcing a usual meal, later attributing the event to eating less than announced; the user consumed a small can of soda to treat the low, which increased glucose to 177, and received education on hypoglycemia treatment and avoiding overcorrection as the system adapts. Symptoms included feeling slightly shaky. Outcomes included self-treatment with oral carbohydrates and no medical intervention. Investigation included review of user report and troubleshooting education regarding meal announcements and stepwise carbohydrate treatment. Investigation of this case revealed user-related factors consistent with inaccurate meal size announcement while the automated system was adapting to insulin needs. It was concluded that the event was due to user-related factors with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.